Manufacturer narrative:
(B)(4). A sample will not be returned for evaluation.

Event description:
It was reported that the talon needle cap comes off in the sterile packaging. When the needle cap comes off, the needle is then exposed and has punctured through the plastic packaging. It is not known if there was any delay in treatment or patient involvement.